Event description:
It was reported that "revision, liner and head removed. Replaced with a 2009-2254 liner and a 06-2200 head. Presented in 2009 dislocated position due to heterotopic bone. Heterotopic bone removed, liner and head removed, replaced with a contrained liner and head."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted on the supplemental report. The unknown 0 degree 28mm series ii liner for 54 shell, catalog number and lot code unknown, was also listed in this report. It cannot be determined which , if any of these devices may have caused or contributed to the patient's dislocation.